Event description:
It was reported that during a selenia dimensions procedure, the gantry shut down and a field engineer examined the equipment and found an uncommanded motion. It was found that the vta voltage was out of specification, it was adjusted and tested. The system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.